Event description:
During infusion of chemotherapy, the spiros cap became disconnected to the patient's port and leaked chemo on the bed and patient's gown. The spiros cap did not secure properly to the port. The infusion was stopped, the spiros cap was removed and replaced with a new cap. It is unknown if there was patient harm at this time.